Manufacturer narrative:
(B)(6). Baxter received one sample. The evaluation is in progress, upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between july 24, 2012 to july 25, 2012. Evaluation summary: the sample was received for evaluation. A visual inspection did not identify any damage, malfunctions or abnormalities on the fill-port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a damaged fill port. The damage was discovered before use. There was no patient involvement. Additional information was requested and is not available.